Manufacturer narrative:
D2b: pro code: (product code): fge, lit. E1: initial reporter phone: (B)(6). G4: premarket / 510(k): k141521, k141597. Investigation results: device analysis findings: upon receipt at our post market quality assurance laboratory, this mustang device was examined. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 65mm in length and extended from a position 5mm proximal of the proximal markerband to 8mm distal of the distal markerband, which confirms the event. DHR (device history record) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: updated. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the mustang device confirmed that the event of balloon- failure to inflate was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as adverse event related to patient anatomy and / or condition.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that failure to inflate occurred. The 90% stenosed target lesion was located in a mildly tortuous and moderately calcified common femoral artery (cfa). A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon didn't inflate evenly at nominal pressure. The procedure was completed with an another of same device. There was no patient complications reported. However, returned device analysis revealed a longitudinal tear in the balloon material.